Manufacturer narrative:
Batch review performed on 03 august 2021: lot 1909301: (B)(4) items manufactured and released on 09-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved. Batch reviews performed on 03 august 2021: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot 1909378: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2024-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Stem: masterloc 01.39.406 cementless ti coated lat plus stem size 6 (k173267) lot 182236: (B)(4) items manufactured and released on 04-jul-2018. Expiration date: 2023-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 1903846: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been without another similar reported event.

Event description:
The patient came in reporting pain due to a leg length discrepancy and an anteverted cup (for unknown reasons). 1 year and 1 month after the primary surgery, the surgeon revised the stem, head, cup and liner and replaced them with competitor components. The surgery was completed successfully.